Event description:
Boston scientific received information that during a routine follow-up appointment, the left ventricular (lv) lead exhibited no capture and impedance measurements greater than 2000 ohms. The daily measurements showed an increase in impedance measurements from (B)(6) 2012 from 750 ohms to 1500 ohms and then greater than 2000 ohms. The lv tip to ring configuration noted greater than 2000 ohms, lv tip to rv coil noted 1528 ohms and lv ring to rv coil noted 813 ohms. All configurations noted high threshold measurements. As a fracture was suspected the lead was programmed to lv ring pacing configuration and the output was increased. The patient did not report any symptoms initially, but then described not feel as good recently. This patient will be followed appropriately.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.